Manufacturer narrative:
The date of event is unknown. The patient's weight was unable to be obtained. Date of explant is estimated to be (B)(6) 2011. Concomitant medical products and therapy dates: model: 3788, scs ipg, therapy date: unknown, model: 3186, scs lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3: reference MFR report#: 1627487-2020-22113. Reference MFR report#: 1627487-2020-22115. It was reported the patient's scs system was explanted due to the patient receiving uncomfortable stimulation.